Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are not able to draw blood. Customer reports that they are having issues with the blood collection using product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are not able to draw blood. Customer reports that they are having issues with the blood collection using product.

Manufacturer narrative:
H. 6 investigation summary: material # 367283. Lot/batch # 1h2181. Bd received 1 sample from the customer for investigation. Sample was evaluated by visual examination and functional testing and the indicated failure mode for unable to draw blood with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to unable to draw blood as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to draw blood. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.